Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not provided.

Event description:
Related manufacturer reference number: 2017865-2021-19614. It was reported that a patient passed away on (B)(6) 2021. Upon examination, the cause of death was identified to be cardiac arrest. The right ventricular (rv) lead and pacemaker were explanted on (B)(6) 2021. There are no allegation that an abbott product caused or contributed to the death of this patient.